Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion at the lad with 90% stenosis. The device could not cross the lesion, on return to manufacturing facility it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between marker bands as per spec; multiple stent struts were raised, damaged and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology) - severe calcification and 90% stenosis. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification and 90% stenosis. Inherent risk of procedure - (deformation). (B)(4).